Event description:
It was reported that "dr. Would like to know if this is standard wear from 1996 poly. Was 1996 poly sterilized in air? What would cause ant./lateral wear in this left knee?"

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted on the supplemental report.